Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose episodes shortly after meal announcements while using the ilet with humalog, with nadirs around 60 mg/dl and duration of approximately 15¿20 minutes, and no recent changes to targets, weight, bg run mode, medications, illness, time settings, or cgm calibration; recent fill tubing occurred with brief disconnection. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included transient hypoglycemia without hospitalization. Investigation included user interview, review of device use patterns around meals, and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure and the root cause remained undetermined, with possible contribution from algorithmic correction dynamics around meals not verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.